Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Insulin pump received with cracked end cap noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer's blood glucose was 95 mg/dl. Customer reported that the screen was cracked. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.